Manufacturer narrative:
Evaluation summary a review of the device history record (DHR) was completed for the reported lot. The DHR review showed all criteria were within acceptable limits during the production of the lot reported. The samples were visually inspected showing that the valve is not completely closed on the suction cannula. The reported condition is confirmed with the sample received. The slide on the device does not operate smoothly and has incomplete closing of the valve in the off position. According to the investigation, the most likely root cause indicates that the failure mode could occur due to an incorrect assembly of the slider by an operator. The manufacturing site will be monitoring the process, and the standard work instruction will be updated to add a note of the placement of the slider. The associated data will be fed into the risk management quarterly report. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway.  Upon completion, the results will be forwarded.

Event description:
The customer reported that there was a problem with the airtightness of the suction cannula with the black valve which is not tight and lets air pass from the vacuum, even in the closed position. There is also a throbbing noise intraoperatively. The customer further stated that the suction was diminished. The patient was not affected due to the issue.